Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in line) which occurred on the homechoice (hc) during dwell 3 of 4. The patient was connected at the time of the alarm. The patient line had been properly primed, and there were no patient extension lines being used. The patient had not disconnected prior to the alarm. All of the bags were properly connected. The technical service representative (tsr) determined that the home patient (hp) had an extra supply line with an open clamp. The tsr explained the reason that the alarm occurred. The tsr reminded the hp that if there was extra supply line with no bag connected that the clamp must be closed. The tsr had the hp close all the clamps and cycle the power to receive a system error 2367. The hp cycled the power again to get to "press go to start," and at "load the set," removed the cassette. The tsr advised the hp to dispose of the current supplies and either continue therapy with manual supplies or all new supplies on the hc. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) is confirmed because the patient reported having a clamp open on an unused supply line during therapy, which is use error that can cause system error 2240 alarms. The technical service representative (tsr) determined that the home patient (hp) had an extra supply line with an open clamp. A labeling review found the labeling to be adequate for the use/user error identified in this incident. This issue is being investigated through CAPA.